Event description:
The product was used during a laparoscopic gastro partial resection procedure. Reportedly, the staples did not form properly and the knife did not cut. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.